Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the 16-5301-0 micropore-surgical tape 1 x 10 yds. The patient stated that she has had a reaction to the paper tape. It was 3-4 months ago, it caused an irritation and her skin to itch. There was patient reaction reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).